Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: "during blood collection, blood leaked from the needle. It is believed there is a small hole in the needle roughly half way up. It has been noted in 4-5 needles. No adverse impact to the patient was reported.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 22-mar-2022. H.6. Investigation: bd received 48 samples for investigation. The samples were evaluated by visual examination under 10x magnification for hole in the side of the cannula. And the indicated failure mode for hole in the cannula with the incident lot was not observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to hole in the cannula as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode hole in the cannula. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: "during blood collection, blood leaked from the needle. It is believed there is a small hole in the needle roughly half way up. It has been noted in 4-5 needles. No adverse impact to the patient was reported.